Event description:
The customer initially reported that their device was showing a charge-pak and attention icon on the display. Upon evaluation of the device by physio-control, it was observed that the device would not stay powered on longer than 20 seconds. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio observed that all three (3) of the internal hlc batteries had broken tabs due to an unknown severity of impact damage sustained. This caused the observed power failure. The customer received a replacement device.